Event description:
Pt was implanted with prodisc-c at levels c6-c7 on (B)(6) 2009. Pt returned to surgeon complaining of pain. Surgeon returned pt to operating room on (B)(6) 2012, for prodisc-c removal and revision to a one level fusion.

Manufacturer narrative:
Investigation is on going; no conclusion can be drawn as no device was returned. Review of the manufacturing records has been requested.